Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained when a non-vitros mas level 1 quality control (qc) fluid was processed using vitros ipth reagent lot 1621 when tested on two different vitros xt7600 integrated systems. Mas level 1 lot 2411 j1 results of 15.33, 15.30, 15.04, 14.91, 14.45, 15.42, 14.95, 15.52, 15.38 and 14.34 pg/ml versus the expected result of 22.5 pg/ml mas level 1 lot 2411 j2 results of 15.37, 15.45 and 14.97 pg/ml versus the expected result of 22.5 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were obtained when the ortho fas was processing non-patient fluids and was undergoing system verification. No patient samples were processed, and ortho has not been made aware of any allegation of harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4), (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros intact pth (ipth) results were obtained when a non-vitros mas l1 quality control (qc) fluid was processed using vitros ipth reagent lot 1621 when tested on two different vitros xt7600 integrated systems. Mas level 1 lot 2411 j1 results of 15.33, 15.30, 15.04, 14.91, 14.45, 15.42, 14.95, 15.52, 15.38 and 14.34 pg/ml versus the expected result of 22.5 pg/ml mas level 1 lot 2411 j2 results of 15.37, 15.45 and 14.97 pg/ml versus the expected result of 22.5 pg/ml a definitive assignable cause could not be determined, however, the lot in question is known to be affected by negative bias caused by the use of a raw material used in this affected lot. An instrument related performance issue did not likely contribute to the event and the ortho fas gave no indication of any instrument malfunction. However, it cannot be entirely ruled out as cleaning performed on both instruments on (B)(6) 2023 was not performed in line with ortho guidelines. On 17 november 2022, a communication (cl2022-275 potential for negative bias when using vitros® immunodiagnostic products intact pth reagent pack) was sent to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when using the affected ipth lots listed, customers may experience lower than expected results. When processing patient samples an average negative bias of approximately -12% may be observed. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck / lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Vitros immunodiagnostic products ipth controls do not detect this bias, therefore no performance shifts of the controls were observed. Ortho¿s investigation has identified the root cause of this issue stems from a raw material used in the affected lots. As this event occurred at a new customer site onboarded by ortho after 17 november 2022, they would not have been aware of the customer communication issued at that time in respect of this reagent lot used in the system verification testing.